Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the non calcified and moderately tortuous proximal left circumflex (lcx). The 15mm x 3.50mm apex monorail balloon catheter was advanced to the lesion for pre-dilation. During the second inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)